Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report.

Event description:
A customer reported encountering a scan timeout message with the adc device and was therefore unable to obtain readings or alarms. As a result, the customer experienced a loss of consciousness and seizure and was given sugar dissolved in water by a third-party for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported encountering a scan timeout message with the adc device and was therefore unable to obtain readings or alarms. As a result, the customer experienced a loss of consciousness and seizure and was given sugar dissolved in water by a third-party for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.